Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of intermittent stimuli "around the liver". Chest x-ray was performed and revealed atrial lead dislodgement. The lead was revised on (B)(6) 2019 and remains implanted. The patient was stable and discharged.